Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event: "the surgeon requested a 7-hole fibula plate box called 7t given. At the opening the plate is a 9 holes".

Manufacturer narrative:
Correction: section d10, h3 the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. However, based on investigation, the root cause was attributed to be user related. Such a mix up issue of the two product cat # 40-20907s and cat # 40-20909s cannot occur as the two parts were manufactured in two different locations. Most probably, the failure was caused by a confusion while counting the number of plate's holes. In this case, counting the two last holes in the 7-hole plate shaft could led to such an incident. Therefore, this case is considered as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
The hospital reported the following event : "the surgeon requested a 7-hole fibula plate box called 7t given. At the opening the plate is a 9 holes".